Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-03817 / 03818).

Event description:
It was reported that patient underwent an initial right orthopedic salvage procedure on (B)(6) 2009. Subsequently, patient was revised with a washout on (B)(6) 2015 due to infection. The poly was removed and replaced. During the procedure, it was noted that the 3mm segement was stuck to the 9mm segment. As the surgeon attempted to separate these components with the taper release tool, other components loosened. As a result, the entire construct was removed and replaced and the procedure was delayed 45-60 minutes.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.